Manufacturer narrative:
Concomitant medical devices: product ID 8709sc, lot# n169247002, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen 4000 mcg/ml at 1275.1 mcg/day via an implanted pump. The indication for use was intractable spasticity. On an unreported date, the patient experienced a return of symptoms. On (B)(6) 2015, the catheter was partially explanted and replaced, a new pump segment implanted. As of the date of this report, the issue was resolved and the patient status was alive - no injury. The patient's pertinent medical history, other medications the patient was taking at the time of the event, diagnostics, troubleshooting and the cause of the return of symptoms and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.